Event description:
It was reported that the shears worked until half way through case when they failed.tests were carried out, however shears refused to activate. A new set of shears were then opened which worked and the case continued. There were no patient consequences.